Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the pump had no power after the patient went into a hot tub with the pump and there was visible moisture behind the display. The reporter mentioned that the patient's blood glucose (bg) was reading high on the meter without symptoms. The reporter stated they will contact the healthcare professional for instruction on treating high bg and using alternative form of insulin delivery. The patient stated that the pump last rebooted one hour prior to call to customer support. This report is being made due to the patient's alleged hyperglycemic event due to the alleged power issue.